Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient was implanted with the heartmate 3 lvas on (B)(6) 2023. After lvas implant, the patient required an rvad (right ventricular assist device). The patient continued with rvad support as of (B)(6) 2023. It was reported that although right heart failure did not exist prior to lvas implant, there was no device related issue that caused or contributed to the patient's right heart failure. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient required right ventricular assist device (rvad) post implant, rotoflow pump placed. It was hm3 and peripheral equipment was operating as designed and intended. The patient did not have right heart failure prior to lvad implant. The patient continued with the rvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.